Manufacturer narrative:
Attached are pictures of test methods and tests results conducted on expired lots and current lot in production to check the physical strength of the product. The product does not exhibit any signs of breakage or failure.

Event description:
Anaesthesia inserted et tube and endotracheal tube introducer "stylet" in operating room. Approximately 3 1/2 hours later, the patient coughed up a small blue plastic piece, thought to be from this device. Appears to have broken off at the curved tip. Tip retained, stylet and original package not retained.